Event description:
During pt treatment, the 3100b alarmed and stoped ventilating either during or immediately following turning of the pt. Operators were unable to re-pressurize and restart the 3100b. There was no info provided on pt outcome or subsequent treatment. The cause of the event was traced by the user to the pt circuit.